Manufacturer narrative:
Note : product reference 4436710 is not cleared for sales in the USA, but similar product reference 5436709 is cleared under #510k130576 batch history review: we have checked the manufacturing file of batch nr36908374 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in may 2016. Investigation results: we received an access port from batch nr36908374 and noticed about 20 punctures on the septum. We received a catheter of 8cm long pre-connected to the port. The rupture area of the catheter distal extremity is rough and irregular. We received the connection ring pre-connected on the set catheter/ port. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. Characteristics, measures (mm), specifications (mm): catheter: int. Diameter, 1.05, 1.10+/-0.05; ext. Diameter, 2.81, 2.80+/-0.05. These characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected; the returned sample conforms to our specifications. Unfortunately we did not receive necessary elements (the migrated catheter part, x ray pictures, implantation route, implantation duration) to be able to conclude on the root cause of this incident. However, if new elements become available, this complaint will be re-opened. This is a rare incident. No corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the entire device, at this time we have not met with success.

Event description:
Catheter rupture and migration: "surgery intervention to remove the migrated part on (B)(6) 2018, and explantation of the access port (B)(6) 2019."